Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube folded (bent) during intubation. The aspiration was impossible so the patient was reintubated.